Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results for the returned catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included non-malignant pain. It was reported that a surgical revision was performed. They replaced the distal segment; the old catheter remained; and they tied off the old segment. It was questioned if the catheter was in scar tissue. No pump medications, symptoms, diagnostics/troubleshooting, further details regarding what led up to the revision, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter, model# 8781, serial# (B)(4), found no significant anomaly. The catheter was incomplete and returned in segments. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via ispr (implantable systems performance registry). A catheter access port (c ap) study was performed on (B)(6) 2015 which showed the catheter migrated to the right gutter; localization of dye only to the right. The catheter was explanted. The pump was last examined at (B)(6) 2015 with the pump containing dilaudid 4.0 mg/ml (1.6505 mg/day), bupivacaine 30.0 mg/ml (12.379 mg/day), clonidine 500.0 mcg/ml (206.32 mcg/day), and compounded baclofen 400.0 mcg/ml (165.05 mcg/day) in simple continuous mode. The compounded baclofen lot number was unknown. Concomitant medication was indicated as morphine sulfate ir. Medical history included back pain with leg pain, cervicalgia, heart disease, and osteoarthritis. The event resolved on (B)(6) 2015. The cause of the catheter in scar tissue/revision was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.